Manufacturer narrative:
(B)(4). Report source: foreign: australia. The device will not be returned for analysis, as the device was requested but not released by hospital; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00171.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately 18 years post implantation due to dislocation of head and liner. The surgeons were unable to ascertain why the patient had dislocated. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) head. Visual examination of the provided pictures identified the explanted liner covered in bio-debris. No further evaluation can be made from the provided picture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. Osteopenia. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.